Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had previously experienced diaphragmatic stimulation from the left ventricular (lv) lead. It was no ted pacing at higher outputs resulted in diaphragmatic stimulation and the device was reprogrammed. The lv lead remains in use. No further patient complications have been reported as a result of this event.